Event description:
It was reported that during implant attempt, the lead could not be rotated. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) lead stretched, full lead. Visual inspection: it as noted that there was a fracture and distortion of the distal conductor and the inner insulation was buckled.